Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system will not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that grabber card malfunctioned in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive and loaded the software. After replacement of the flexvision pc and hard drive and installation of the software, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation did not identify a malfunction with the flexvision pc. Philips has initiated a medical device correction /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the flexvision pc. The codes were updated based on the investigation outcome.